Event description:
Obvious rupture of the left breast implant in the medial portion with no surgical injury to the implant. The entire capsule is filled with brownish thick material of the consistency of toothpaste compatible with foreign body reaction.